Event description:
Medtronic cardiovascular received information that this oxygenator stopped working during a case. No further information was made available, but has been requested.

Manufacturer narrative:
(B)(4): evaluation method: other: no product has been returned. Results: device history review could not be performed yet, and the product has not been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis. Additional information has been requested. Conclusion: the cause of this event cannot be determined with the limited information available at this time. Should additional information be provided, the event will be updated and a supplemental report filed if applicable.